Event description:
Customer reported that no reactivity was observed with vra175 (e+ cells) and a patient sample in which an anti-e was later identified. The patient's initial antibody screen test was positive; reactivity observed with cells I and ii. Antibody ID performed and anti-c was identified. Additional testing was later performed using 0.8% resolve panel b and other testing in tube/liss and an anti-e was also identified. Customer then repeated testing with vra175 with increased incubation (20min). Customer observed weak - 1+ reactivity with the homozygous e+ cell. Customer also tested donor # (B)(6) for the reactivity of the e antigen and observed a 4+ reaction. Patient received one unit of c negative, e negative, blood. Patient was not harmed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Complaint review was completed - there is one similar complaint for lack of reactivity with anti-e. (B)(4).